Event description:
Per the clinic, the patient expired on (B)(6) 2012, during the administration of anesthesia prior to the scheduled surgery to explant the device. Additional information has been requested but has not been made available as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
(B)(4). Device not available for evaluation yet.

Manufacturer narrative:
An MDR, manufacturer number 6000034-2012-01038, was already filed regarding the malfunction of the device. This MDR, manufacturer number 6000034-2012-01759, is also in regards to the same device. The device was not explanted and, as such, not available for analysis.this report is filed (B)(4), 2012. (B)(4): device not available for analysis.